Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she was inserting a new sensor and the needle hub got stuck in the serter. The sensor stayed on the base. Customer could not remove the needle hub from the serter and when she tried pulling it with pliers, part of it broke off. Customer's blood glucose was 129 mg/dl. Customer noticed the second sensor she used was covered in blood. Customer is not sure whether she hit a capillary or if there is an issue with the serter. The insertion site is not actively bleeding. Customer was advised to monitor the site. A replacement serter was sent. Nothing further reported.